Manufacturer narrative:
The claimed issue was related to defective drainage valve. There was no patient harm. A faulty drainage valve may lead to moisture air entering the air gas module in the connected ventilator. It may lead to stop of ventilation or high pressure. Identification of issue has been done by analyzing problem description and service report. It was found that drainage valve cannot drain water from compressed air leading to condensed water flow to air gas module of ventilator. The issue has been resolved by replacing the drainage valve and the device was delivered to the user in working condition. Based on received information, the environmental conditions were according to the manual and the drainage bottle was checked and emptied regularly. Moreover, air can circulate through the ventilating holes. The drainage valve is powered with 12 v and electrically controlled by the pc board. The purpose of the drainage valve is to remove water collected in the water separator at regular intervals. The valve is closed in non-activated condition. During operation, the valve will be activated (open) for approx. 0.5 seconds twice every minute by the timing circuit on the pc board. When the valve opens, the water collected in the water separator will be transported to the drainage bottle. The root cause of the reported issue could not be determined.

Event description:
It was reported that a defective drainage valve was noted during preventive maintenance. There was no patient involvement. Manufacturer's ref #: (B)(4).